Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by abdominal pain and cloudy fluid. The cause of peritonitis was unknown. The patient was not hospitalized for the event. The same day as the event onset, the patient was treated with vancomycin (at a dose of 2.5gm, for 21 days) and ceftazidime (at a dose of 1.5 gm, every 24 hours, intraperitoneal, for 21 days) for the event. At the time of this report, the patient is "asymptomatic" and has recovered from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.